Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent damage occurred. The unspecified stenosed target lesion was located in an unknown artery. During the procedure,while the physician used a 2.75mm x 32mm liberté stent, it was noted that the stent was damaged which made it unsuitable for implant. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. Returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box, inner pouch, hoop, product mandrel and protective tubing. The product mandrel was protruding from the distal tip 5.5cm. The protective tubing was loaded on the distal end of the stent and extended 1.5cm past the distal tip. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The 5th, 6th and 7th distal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent damage occurred. The unspecified stenosed target lesion was located in an unknown artery. During the procedure,while the physician used a 2.75mm x 32mm liberté stent, it was noted that the stent was damaged which made it unsuitable for implant. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.